Event description:
Consumer complaint of about high blood results. Customer normal resuls are 100-125mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (313) and the lower normal result (100) is located in zone c. Last 5 results in memory are 313mg/dl, 281mg/dl, 280mg/dl, 210mg/dl, and 216mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are 100-125mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (313) and the lowest normal result (100) is located in zone c. Last 5 results in memory are 313mg/dl, 281mg/dl, 280mg/dl, 210mg/dl, and 216mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.